Manufacturer narrative:
G2: literature. Yamada, y; furusawa, j; yoshiki, s et al (2016). Photoselective vaporization of the prostate: long-term outcomes and safety during 10 years of follow-up. Journal of endourology.30-12. Pp. 1306-1311.doi:10.1089/end.2016.0522.

Event description:
It was reported to boston scientific that via an article published in journal of endourology that a study to evaluate retrospectively the long-term outcomes and safety of the photoselective vaporization of the prostate (pvp) at the medical institution. The data of 1154 patients with obstruction form benign prostatic hyperplasia (bph) who underwent pvp between (B)(6) 2005 to (B)(6) 2015 was reviewed. The actual percentage of patients at follow up was 37.6 at 5 years and 21,2 at 10 years. Hematuria occurred in 37 patients, strictures were recognized in 4 cases, and retreatment was performed in 54 cases. Prostate cancer was found in 27 cases during the follow up.

Manufacturer narrative:
The device was no available for analysis; therefore, no physical analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this type of device and indicated in the instructions for use (IFU). G2: literature: yamada, y; furusawa, j; yoshiki, s et al (2016). Photoselective vaporization of the prostate: long-term outcomes and safety during 10 years of follow-up. Journal of endourology.30-12. Pp. 1306-1311.doi:10.1089/end.2016.0522.

Event description:
It was reported to boston scientific that via an article published in journal of endourology that a study to evaluate retrospectively the long-term outcomes and safety of the photoselective vaporization of the prostate (pvp) at the medical institution. The data of 1154 patients with obstruction form benign prostatic hyperplasia (bph) who underwent pvp between april 2005 to december 2015 was reviewed. The actual percentage of patients at follow up was 37.6 at 5 years and 21,2 at 10 years. Hematuria occurred in 37 patients, strictures were recognized in 4 cases, and retreatment was performed in 54 cases. Prostate cancer was found in 27 cases during the follow up.